Event description:
Manufacturer's investigation unit found that the meter display was marbled and yellow; indicating it was melted. No adverse event reported. Product has been returned.

Manufacturer narrative:
The damage identified with the returned meter can only be caused by exposure to a high electronic power fields external to the meter. The batteries used for the meter are not capable of generating the energy required to cause this damage. This damage could not occur during the manufacturing processes or at any other stage while the device is under the control and handling of the manufacturer. While it cannot be determined exactly what actions were taken by the customer or to what power source the device was exposed, the observations in this case for the returned meter are very consistent with the damage induced by microwave exposure/esd stress to the meter during the experiments.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.